Event description:
It was reported that when the pump was implanted in 2010, the patient was given staphylococcus aureus and meningitis during surgery. About a month and a half after implant, the patient was getting ¿sicker and sicker¿ and the incision never closed. The incision developed staphylococcus aureus in the wound, which infected the pump, went around the catheter and went into the spinal fluid and gave the patient meningitis. The healthcare provider (hcp) did emergency surgery and took the pump out. It took a year and a half for the incision to close. The patient was in ¿wing care¿ for a year and a half. The patient had to be free of infection for six months before another pump was implanted. A new, smaller pump was implanted on the other side of his abdomen. The pump medication at the time of the event was not reported. However, at the time of the report, the device system was used to deliver fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: catheter; product ID 8590-1, lot# n233029, implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there were no other medications contained in the pump at the time of report. It was noted that the patient¿s other medications that the patient was taking at the time of the event included hydrocodone and keflex. It was reported that vancomycin antibiotic was administered after the onset/diagnosis of infection that occurred on (B)(6) 2010. It was noted after the question does the patient have meningitis, ¿one report stated positive for symptoms, csf-negative and blood-no growth.¿ it was reported that the date of the last refill was (B)(6) 2010. It was noted that the patient¿s symptoms included fever 103, neck stiffness, wound drainage, serosanguineous purulent and body aches. It was reported that a wound culture was obtained - staph aureus. It was noted that the patient received the following treatment for infection; keflex and vancomycin in hospital. It was reported that the patient¿s outcome was ¿pump removed¿ on (B)(6) 2010 and new implant (B)(6) 2012.